Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was recently replaced because the old one the battery was too old and was not working. Consumer initially agreed that it was normal battery life but then noted that ins did not work anymore. They tried to readjust it but it was not working. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.